Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-1204as-100 flipcutter broke off while retro-drilling femur in the flipped position during an acl reconstruction. Successfully retrieved via grasper, no piece left behind. Socket was successfully drilled with a new unit of the same lot number and the case was completed. No unplanned incisions were necessary.